Manufacturer narrative:
This was a female pt with a history of end stage renal disease, hepatitis b and hiv. Her hemodialysis access site was a left upper arm av fistula. The hosp admission diagnosis is unk. The only events reported during her hospitalization was that she received two units of blood and at approx 7:00, she was intubated and placed on mechanical ventilation. Her last chest x-ray report the next day, at 14:32, was status post cardiac arrest. Facility's registered nurse (rn) reported that the pt died the following day. She had no details of the cause of death. It is noted from the hosp lab reports that upon admission to the hosp the pt's blood specimens were grossly hemolyzed. Facility's medical dir, reported that she had spoken to the pathologist and there was no evidence of mechanical hemolysis as there were no red blood cells fragmentations. Facility's biomedical tech inspected the machine. A week later, facility's dir tech services, called to verify that the machine had been thoroughly checked out according to the procedures. Facility's dir technical services, reported that the phoenix machine was checked out as per MFR's specifications. An MDR has also been submitted to FDA by the MFR of the disposable, gambro: MFR report # 8030638-2007-00001.